Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The customer has cancelled service. A supplemental report will be submitted when additional information is provided. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading the arterial line. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.